Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4, h6(problem code).

Event description:
N/a

Event description:
It was reported that before use, the power cord in the cardiosave intra-aortic balloon pump (iabp) was crushed. In addition, we were informed that the insulation still in place. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit and was able to verify the reported issue. The fse replaced, the reel. Ac pwr.cord type e/f plug and the problem was resolved. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.